Event description:
The customer reported the system does not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, single board computer, image processor, video controller, and back plane. System operates as intended. (B) (4).